Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient was undergoing a staged percutaneous coronary intervention for double vessel disease of the right coronary artery (rca), and the left anterior descending (lad) artery. An attempt was made to use one resolute onyx coronary drug eluting stent to treat a non-tortuous lesion with severe (80%) calcification in the mid left main (lm) coronary artery and lad. The lm had 80% distal stenosis. There was a patent stent in the lad. The device was inspected with no issues. Negative prep was performed with issues. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was used during delivery. The device was not kinked or re-straightened during use. Intravascular ultrasound (ivus) was used. A right femoral approach was used. It was detailed that a non-medtronic (mdt) wire was crossed to the distal lad. A 3.5x13mm non-mdt balloon was inflated to 18 atm at the distal lm. A 3.0x20mm non-mdt balloon was inflated to 20 atm at the distal lm to the proximal lad, followed by a 2.5x12mm non-mdt balloon to 20atm at the proximal part of the previously implanted lad stent. There was transient st elevation during the lm preparation. An attempt was then made to use the resolute onyx stent. It was reported that the resolute onyx device could not cross the proximal lad, and the catheter shaft cracked during delivery through the vessel. The shaft fractured in the guide catheter and was removed with the guide. The stent was removed completely, without residual parts in the guiding catheter or the coronary. The procedure was completed using a 4.0x24mm non-mdt stent. Ivus showed no proximal stent edge dissection, acceptable stent expansion and no tissue prolapse. Final angiogram showed no distal wire perforation, no dissection, and timi3 for both the lad and the left circumflex artery. The patient is alive with no injury.

Manufacturer narrative:
Product analysis summary: the device returned with a detachment on the hypotube. Kinks were evident on the hypotube at the detachment site. The hypotube material was oval and jagged on both sides of the detachment site. No other damage evident to the remainder of the device. Image analysis: four images were provided for still image review. Two of the images show a kinked and detached hypotube and the last two images show a resolute onyx shelf carton with lot number and size matching reported on gch. The complaint can be confirmed from the images provided. Additional information: it was later confirmed that the stent was being used to treat the distal left main (lm). Resistance was not noted during withdrawal of the device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.